Event description:
After several tries of wearing the contact lens, patient was unable to wear due to red, irritated eyes. Patient was refered to an opthomologist for treatment. Patient had a large corneal infiltrate and multiple epitholial defects. Treatment took several weeks. Cornea has cleared and patient released for refit of new contacts. Opthomologist has suggested to patient to try a different type of lens material. 122198 dr states patient is wearing a different type of lens successfully. Pt has a small scar on one side of the right cornea which is expected to heal in time. Scar does not impair patients vision. Dr reports there may have been a more serious injury if patient had not been treated by the opthomologist. 12-21-98 evaluation of lens has no manufacturing defects. Cross section of lens shows a good edge profile. No corrective action initiated.